Manufacturer narrative:
The 25-gauge flex laser probe was received and a visual assessment of the returned sample showed no obvious non-conformities. Further evaluation found the sample did not meet product specifications. The sample failed the insertion of the trocar test, with the tip jammed while being inserted through the trocar. Further evaluation found there to be excessive adhesive at the cannula nitinol junction. Thus, the customer¿s reported event was confirmed. The 25-gauge flex laser probe was packaged on (B)(6) 2019. There were 744 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The root cause can be attributed to excess adhesive on the nitinol-cannula junction. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the laser probe would not fit into the trocar completely. The surgery was performed and completed after replacing the probe for a new one. There was no patient harm.